Event description:
Reporter called on behalf of his mother, (B)(6), regarding her dental appliance she uses to treat her sleep apnea. Reporter stated that a year ago, his mother was experiencing pain in her teeth and mouth believed to be caused by her dental appliance. When the techs removed the dental appliance, she would feel sick. Reporter is unsure if his mother is still experiencing pain, but would like her to receive a replacement to assure it's working properly for her. Reporter believes she is still wearing the device today. Address for (B)(6). Information for treating dentist: (B)(6).